Manufacturer narrative:
The device was received with blank display due to moisture damage electronic assembly. Moisture damage was noted in motor assembly. Unable to perform functional test due to blank display. Unable to verify unexpected battery power loss, of no power or low battery due to blank display anomaly. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked lcd window, corroded battery tube and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert twice. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer was advised unattended alarms will drain battery. Customer inserted new battery but the issue reoccurred. Customer states the battery cap was not loose, cracked or damaged. Customer states the type of battery in use was duracell aa alkaline. The insulin pump will be returned for analysis.